Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acs board, acsc pca, cannula ffc, and cannula housing assembly were inspected, but no faults could be identified. Root cause is not attributed to this issue. The acsc pca and cannula ffc will be replaced.

Event description:
It was reported that during a da vinci-assisted single vessel small thoracotomy surgical procedure, an operating room (or) staff called in to report an issue with the universal surgical manipulator (usm) arm3. The caller stated the port clutch button was not working. They did not report any faults or error messages. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issues. The tse recommended a power cycle of the system when possible. The caller was not in the operating room (or) to perform the troubleshooting. The caller stated the surgeon did not want to use the system until its repaired and ended the call ended. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue did not require a fix to continue the procedure. The surgeon was able to complete the procedure using the same system. No known impact or patient consequence was reported.